Event description:
The complainant alleged that while pacing a patient, this device would not capture the pt rhythm. The complainant indicated that the clinician obtained a second device which also failed to capture the pt rhythm. A third device was obtained and successfully captured the pt rhythm. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.